Manufacturer narrative:
The reagent lot number is 736595. The expiration date was requested but not provided. The field service engineer (fse) inspected the analyzer and determined the event was caused by a solenoid valve (sv) 19 failure. He then replaced the valve and performed a hardware check by assay performance; the results were acceptable. The customer performed qc. The investigation reviewed the last calibration performed on 08-mar-2024; the results were within specifications. The investigation reviewed the qc recovery; the results were within specifications. The investigation reviewed the alarm trace; the trace had a "sample clot detection" alarm. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable astpm aspartate aminotransferase acc. To ifcc with pyridoxal phosphate activation result from one patient sample tested on the cobas c 503 analytical unit. The initial result was reported outside of the laboratory. The patient sample was rerun because a validation rule was triggered. The doctor was notified of the repeat result. The initial result was 9.94 u/l with a data flag. The first repeat result was 24.2 u/l. The second repeat result was 23 u/l. The repeat results were within the normal range, met with the patient's previous laboratory record, and were deemed correct.